Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7154187, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 766408, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 35056980, UDI: (B)(4).

Event description:
It was reported that the patient had small pimple at the top of the midline incision site. A tiny amount of drainage was noted. The physician covered it with a bandage and prescribed antibiotics. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components will not be return per facility preference.